Manufacturer narrative:
The lead was returned without due to patient heart failure with no reported complaint. As received, a complete lead was returned in one piece. Electrical testing, visual examination, and x-ray did not find any anomalies.

Event description:
It was reported that on (B)(6) 2023 during an implant after implantation of the atrial lead, the patient suffered sudden heart failure while being transported to the long sheath of the left ventricle and the operation was aborted. Lead was not used. The patient was stable.